Manufacturer narrative:
Samples received: 27 unopened pouches. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. We have received 27 closed samples to analyze the complaint. Tightness test to the samples received has been performed and the units are tight. When we have conducted rotation test in the closed samples received, we have noticed that the threads broke easily next to the needle. The detachment of the needle is caused by too much thermal treatment in the thread ends during manufacturing process, which caused that the thread "burns" and in consequence breaks easily in the attachment area. Final conclusion: taking into account that the results of samples received do not fulfill the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: germany the customer reported that the needle detaches from the thread too easily.